Event description:
The pt previously dialyzed on a bk-1.6u filtryzer, and switched to bk-1.6f on march 20, 2000. On april 7, 2000, blood clotting phenomenon occurred despite applying anticoagulant treatment and antivitamin k. When blood was returned to the pt, aggregates were noticed in serum inside the venous line. On april 9, 2000, the pt was hospitalized for dyspnea and pectoralgia. The pt was not given special treatment. The pt fully recovered after one-day hospitalization.